Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inanapropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed how a temporary air entrapment was suspected based on available data. The patient was discharged after isometric exercises were performed and no further issues were noted. This device remains in service. No additional adverse patient effects were reported.